Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that no culture test had been performed on the returned debris as it was old. There had been no report of infection and pt cross-contamination. An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. Olympus instruction and reprocessing manuals provide detailed info on how to reprocess endoscopes. The device referenced in this report was returned to olympus for eval. The #1 and #3 switch buttons were noted not functioning properly. The bending section glue was whitish in color and it was cracked. The distal end cover failed the insulation test. The flexible printed circuit board was found detached and broken. The device has been serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution. See also 8010047-2011-00268 for a related report.

Event description:
The subject device was returned to olympus for svc and upon withdrawing a testing brush from the instrument channel, a 0.5 inch column of unidentified brownish multicolored debris was present on the end of the brush. The users had claimed that the referenced device was cleaned and disinfected prior to returning it to olympus for svc. The debris was returned to the user facility per its request.